Event description:
A customer reported receiving a reading of 396 mg/dl and 42 mg/dl on her blood glucose meter. The reported readings were not obtained within a ten min timeframe. The customer also reported taking insulin, but it is unk when the insulin was taken. The customer reportedly lost consciousness and woke up in the hospital. It is unk the medical diagnosis and if the customer received any treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.